Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, as it went from 100% battery life to 5% battery life, within approximately 10 hours, and subsequently shut down. There was no impact to the customer's blood glucose level.